Event description:
It was reported that the patient underwent a lead explant procedure for an unknown reason. The explanted devices will not be returned. Additional information was received that the reason for lead explant was due to lead migration.

Manufacturer narrative:
Date of event: the exact date of the event is unknown, event occurred 3 months ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7080903.

Event description:
It was reported that the patient underwent a lead explant procedure for an unknown reason. The explanted devices will not be returned.